Event description:
Related to MFR report #2183959-2011-00544. It was reported that a pt had "mesh erosion after placement of transvaginal mesh for the treatment of pelvic organ prolapse." It was indicated that the mesh was explanted on (B)(6) 2007.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.